Event description:
Stricture caused by linx device not opening correctly causing a stricture and inability to eat or drink. Problems still occurring. Can't eat solids without pain they get stuck above the device and don't go down for over 24 hrs. Trouble breathing, pain in chest and abdomen. Inability to eat solids, and moderate trouble with liquids.